Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer was unable to unscrew the battery cap from the battery compartment. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated to remove the battery cap. The customer attempted to remove the battery cap with a large, flat screwdriver per 24-hour helpline suggestion but failed. The customer was advised to discontinue use of the pump if the battery became low, and to monitor the pump closely if they continue to use it. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, broken battery tube thread, cracked reservoir tube lip, and minor scratches on the display window noted.